Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, catheter fractured. A statlock was used for fastening. No other information was provided.

Event description:
Additional information received on 10/02/2025: the event required urgent hospitalization of the patient. During pulsatile flushing according to protocol, a part of the venous catheter leaked from the insertion point of the catheter leaving the rest of the device within the venous lumen. Catheter ruptured into 2 pieces inside the patient's arm about 10cm up from the insertion site, leaving approximately 25cm of catheter in the patient. Patient experienced burning in the area of the PICC insertion site. Treatment (arsenic trioxide) was discontinued. The retained catheter was surgically removed. After 2 weeks, a new cvc was placed in the opposite arm to resume drug therapy. No other harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.